Event description:
Intl customer reported that a pt presented to the surgeon with pain approx two months following breast surgery and one month following device explant. The pt was evaluated and returned for exploratory surgery. A broken fragment of the original surgical drain was found and explanted.

Manufacturer narrative:
Conclusion: the prod upon which this medwatch is based is anticipated. Once the prod is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form. The package insert states "the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures surface cuts, nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and/or fragment retention in the wound."